Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 440 mg/dl. The customer was treated with insulin pump. Troubleshooting was done for high blood glucose and under delivery. Based on customer report customer does not allege pump was under delivering. Drive support cap appears normal. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement, rewind, basic occlusion test, occlusion test, prime/a33, excessive no delivery test and passed the dat test at 0.08740 inches noted. No device deficiency anomaly noted during test.